Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had low blood glucose readings in the 20 mg/dl. The customer declined trouble shooting the issue because she knew it was because she was unable to monitor her blood glucose. The insulin pump will not be returned for analysis.